Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same date as diagnosis of the peritonitis, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report the patient outcome was unknown. Action with pd therapy was unknown. No additional information is available.